Event description:
It was reported that during the implant of this right ventricular (rv) lead, the helix did not extend after the first successful attempt of extension/retraction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted, tissue and blood visible inside helix. Removed tissue/blood with alcohol, helix extends (not within spec), and is bent. If information is provided in the future, a supplemental report will be issued.